Event description:
Attorney alleges "on (B)(6) 2005, (patient) was implanted with a defibrillator and leads manufactured by medtronic, including a sprint fidelis lead. On several occasions in from 2006 to 2008, (patient) received inappropriate shocks from his sprint fidelis lead and/or ICD caused by defects in his medtronic defibrillator and/or leads. (Patient) died on (B)(6) 2008, ...as a result of complications stemming from a failure of his ICD and/or sprint fidelis lead, as well as his associated hospitalization and preparations for his lead removal/revision surgery... (Patient) suffered personal injuries, wrongful death, emotional harm, and economic losses after suffering repeated inappropriate shocks from his ICD... Which ultimately threw him to the ground which resulted in a head injury and other harm.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (Patient) suffered a cardiac arrest and died while hospitalized and awaiting such surgical procedure, and his wrongful death was caused wholly or in part by the defects in (patient's) ICD and/or leads and complications stemming from preparation for this his lead revision surgery and associated hospitalization just prior to his death." There is no allegation from a health care professional that the death was device related. The cause of death has been researched and not received.